Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was difficult to pass the stylet and guidewire through the left ventricular (lv) lead. After several attempts, the guidewire "crowded" into the lead. The guidewire and lv lead were removed and not used. A replacement lv lead was implanted. No patient complications have been reported as a result of this event.